Event description:
This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
During an orif procedure on a left distal radius, the surgeon was trying to remove a screw from the 2 column va distal plate. He needed to remove it because it was too close to the joint line. The surgeon used a screwdriver but the screw spun and would not back out of the plate. The surgeon described it as if the screw was hitting a lip on the plate and not allowing the screw to come out. The surgeon finally had to make a portal through the fracture zone and use a mosquito hemostat to push the screw upward and out. It took approx 1 hr to remove the screw from the plate. The surgeon completed surgery w/o further incident. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed w/o a lot number.